Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device scanner had intermittent failure, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner was not scanning any medications. A field service engineer inspected the machine and replaced the barcode scanner. After installation, the barcode scanner was tested using the hardware test application (hta) and confirmed to be functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
E1: initial reporter facility name (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device scanner had intermittent failure, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.